Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.

Event description:
It was reported that the catheter revision kit came packaged with the wrong pin connector; however, it was implanted. Post implant, the pt went through opioid withdrawal; the pt had increased pain. The connector was replaced and the pt recovered without sequela. The pump was used to deliver dilaudid.